Manufacturer narrative:
(B)(4). The balance middleweight guide wire referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The stent dislodgement, shaft separation, and difficulties with the guide wire were able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to position however the difficult to remove the guide wire, stent dislodgement, and shaft separation appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified revealed no other incidents reported for difficult to position/remove with the guide wire, shaft separations, or stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The returned device analysis revealed that the xience prox stent delivery system (sds) was returned stuck on a balance middleweight guide wire. The sds shaft was separated. Follow-up with the account confirmed that the separation occurred when attempting to remove the stuck sds from the guide wire outside of the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: ht pilot 50. Sheath: visite brite. The device was returned for analysis. The stent dislodgement and difficulties with the guide wire were able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to position, however, stent dislodgement appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience pro x is currently not commercially available in the us; however, is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified below bifurcation left anterior descending artery. A 2.5 x 18 mm xience prox stent delivery system could not be advanced over a balance middleweight guide wire and the stent implant dislodged. The stent delivery system did not enter the anatomy. There was no resistance removing the two devices. Two xience prox stents (2.5 x 18 mm and 2.5 x 23 mm) were implanted using a pilot guide wire to successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.